Manufacturer narrative:
Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The most possible root cause of the death was due to the hit to the head, and possibly made worst by the related anticoagulation medication that could of caused the hemorrhagic event. There were no allegations of product malfunction. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and cerevral vascular accident (cva) are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. . The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was recently discharged for a cerebral vascular accident (cva), which was reported. The patient had been in rehabilitation and was being discharged on (B)(6) 2017, but as she was getting into her car to go home, she hit her head on the car door and became confused. Emergency medical system (ems) was called and she was transported to emergency department (ed) for further evaluation. During transport the patient was noted to be weak on the left with a glasgow coma scale (gcs) of 8 on arrival to the ed. She was intubated in the ed. The exam showed pupillary anisocoria with right pupil measuring 5 mm compared to pinpoint left pupil. Vitamin k and mannitol was administered, but no fresh frozen plasma (ffp) was transfusions to reverse international normalized ratio (inr) as this is a jehovah witness patient. It was stated that there was a family meeting that was held in the early morning of (B)(6) 2017 in which the team explained to the family that "the injury was catastrophic and efficient reversal of warfarin requires human-origin products. It was stated that the patient was diagnosed as brain dead and care was withdrawn. The patient expired on (B)(6) 2017 at 4:22 pm. An autopsy was done. Official cause of death (cod): intracranial hemorrhage with cerebral herniation. The pump will not be sent back and the peripherals will all be disposed of by the site. The site does not believe this death is left ventricular assist device (lvad)-related. No additional information available.